Event description:
The reporter did a back to back (rapid succession) blood glucose test, using different fingersticks, with results of 145, 175, 185 and 174 mg/dl. Control solution test within range 128 (98-148). No symptoms were reported.